Event description:
Allegedly, eprd reported 11 new complications for evolution® nitrx femoral knee revision (3 infections, 2 loosening, 3 other, 1 unknown, 1 instability, 1 fracture). No further information was reported. This incident is capturing 1 instability.